Manufacturer narrative:
Literature reference: asena bs, erdur sk, kaskaloglu m. Early experience in femtosecond laser-assisted cataract surgery. Turk j ophthalmol 2015; 45: 97-101. A copy of the article is attached as the source document for the report submitted. (B)(4).

Event description:
In a journal article, the investigator reported that a patient experienced a capsular blockage syndrome with consecutive posterior capsule rupture. There was minimal vitreous loss. A foldable iol was implanted in the bag and there was no dropped nucleus. This experience occurred during the learning curve of a femto second laser assisted cataract surgery. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed this file. Capsular block syndrome occurs in eyes with a continuous curvilinear capsulorhexis and is characterized by the accumulation of a liquefied substance within a closed chamber inside the capsule. This pool forms when the lens nucleus occludes the anterior capsular opening created by the continuous curvilinear capsulorhexis. Intraoperative capsular block syndrome occurs in eyes with a posterior capsular rupture and a luxated nucleus following continuous curvilinear capsulorhexis and hydro-dissection. This type of capsular block syndrome is caused by rapid hydro-dissection using a large amount of bss. The eye becomes especially vulnerable when a highly viscous viscoelastic material is injected into the anterior chamber prior to hydro-dissection. The phenomenon is common in eyes with a posterior polar or mature cataract and in those with a long visual axis. The nucleus occludes the anterior capsular opening created by the continuous curvilinear capsulorhexis as a result of capsular blockage, and the trapped bss expands toward the posterior capsule, which the fluid inflates completely and pushes anteriorly. The anterior chamber becomes shallow, and the intraocular pressure (iop) rises. In the worst cases, the posterior capsule ruptures, and the nucleus luxates into the vitreous cavity. The bss that flows into the vitreous cavity through the ruptured posterior capsule may also contribute to an anterior shifting of the capsular bag. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the either of the systems used.¿ femtosecond lasers fire perforating pulses to perform ocular incisions. The incisions are not opened immediately following the lensx treatment and are required to be opened by a surgeon in the operating room before the remaining steps of the cataract procedure can be performed. The customer reported a case of capsular blockage syndrome which, as mentioned in the clinical review, occurs following a continuous curvilinear capsulorhexis (ccc) and often following hydro-dissection. These steps are performed after the laser treatment is complete and are required in both, laser-assisted and manual, types of cataract procedures. In this instance, although the event resulted in a pc tear, the customer reported that there was minimal vitreous loss and no vitrectomy required; indicating that the licensed/trained operator was able to maintain a sufficiently stable intraocular environment to complete the procedure without any further patient impact. There were no reported system messages or system issues that would clearly identify that the lensx system caused or contributed to the event. In addition, there were no treatment settings, images, or patient ocular history provided for review. Lastly, there were no reported services performed or requested for this event. No further information was able to be obtained from this customer. Without the related information, the cause of the reported event cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).